Event description:
Dexcom was made aware on 12/29/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on 7/1/2023. The patient experienced a skin reaction with itching, burning, redness, inflammation, blisters, dry skin, scarring, drainage, pustules, infection, and a rash underneath the entire patch area. The skin was prepped with alcohol prior to sensor insertion. The patient consulted a doctor and was treated with amoxicillin for a skin infection. The patient reported that this skin reaction was from a sensor insertion date of (B)(6) 202 3, however, the patient did not follow-up with a doctor until 12/6/2023. A photo of the skin reaction was reviewed. The photo confirms moderate erythema with slight edema around the edges of the skin reaction, as well as, the presence of blistering. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).